Manufacturer narrative:
Device not returned by the customer. The impella cp optical pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) years old black or african american male patient had impella cp optical pump inserted in the left femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had suspected hemolysis, the pump was repositioned and then removed as hemolysis did not resolve.